Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep met with the patient and did reprogramming on two different occasions, and the device was working as supposed to. Rep stated that the patient kept pressing the wrong buttons on the patient programmer and that was why she had to adjust her device. Rep indicated that the time she met with the patient she was retting relief from her device. Rep could not recollect exactly the time she met with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - post lumbar laminectomy syndrome/ spinal pain. It was reported that the patient had been in pain for 4 months now and it was gradually getting worse. Patient stated the could not walk anymore. Patient stated she had been reprogrammed 2 or 3 times now and it was not doing any good. Patient sated she has tired making adjustments on the amplitude and changing groups but nothing seems to resolve the pain. Patient reported she was unsure if the stimulation was in the wrong spot or it just wasn't strong enough. Patient stated it was hard to tell. Patient stated she was going through cancer treatment right now. Patient stated she started chemo and radiation back in (B)(6) of 2017 and finished in (B)(6) 2018. Patient stated she met with her healthcare provider and everything was good at that time. However, patient stated that after that she had 2 strong doses in (B)(6) 2018 and since then the pain started. Patient reported pain from buttocks down to ankle. Patient has an appointment with their hcp on monday. No further complications were reported/anticipated.